Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. Additional contact details: (B)(6).

Event description:
An event involved a primary IV tubing where it was reported that the nurse went into room to change out IV tubing. Primary tubing broke off into IV (intra-venous) extension set. IV tubing had to be taken down to hub to be changed. Tubing and extension set taken to central supply. Problem occurred at the conclusion of IV therapy when primary tubing was being disconnected from IV extension set. No significant delay in therapy. There was patient involvement, and no reported patient harm.